Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an elective device replacement, externalized conductors were observed on fluoroscopy. All electrical parameters were good. Patient's condition is stable. Lead remains implanted and will be monitored, but replacement is being considered.